Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2024 the user was experiencing sporadic interruptions in sound and on (B)(6) 2024 he lost all hearing sensation. Re-implantaton is likely.

Event description:
The user's hearing performance with the device was affected. The user was experiencing sporadic interruptions in sound on (B)(6) 2024. One day later he lost all hearing sensation. The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report seem to be congruent with the damage found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user was experiencing sporadic interruptions in sound on (B)(6) 2024. One day later he lost all hearing sensation. Re-implantaton is likely, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurements are indicative of a device malfunction. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.